Manufacturer narrative:
Device used for treatment and not diagnosis.

Event description:
During screw insertion through a plate, the head of the screw became damaged before the screw was completely inserted.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found.